Event description:
Patient with ica occlusion was treated with the hipoint 88 access system. The tenzing 8 delivery catheter entered the a1 vessel and the hipoint 88 catheter was advanced to the siphon area of the ica. The tenzing 8 was removed and aspiration performed for approximately 2 minutes. The hipoint 88 was retracted slightly and then an angiographic contrast injection was performed. The a1 segment was torn away from the ica / m1 area. The patient suffered a hemorrhage and died. There was no product failure or damage. Advancement and retraction of hipoint 88 and tenzing 8 was normal and uneventful.